Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries, including consultations with providers. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the complainant phone. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of composix kugel mesh, patient was diagnosed with hernia recurrence, bacterial infection, abscess and inflammation thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and inflammation as possible complications. Regarding infection the warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device". Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. The patient had unspecified injuries, including consultations with providers. The patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a very large ventral hernia sac was reduced, a medium sized composix kugel mesh was used to repair the defect and sutured in place.¿ (B)(6) 2003 - patient was diagnosed with abdominal wall abscess thereby underwent drainage. Per operative notes, ¿the wound infection tract was identified. Abscess was noted in the cavity of the ventral hernia and wound was drained.¿ (B)(6) 2004 - patient was diagnosed with infection, recurrent ventral hernia and umbilical hernia thereby underwent open repair with the removal of composix kugel mesh. Per operative notes, ¿the mesh was encountered in the mid portion of the wound. There was a fluid pocket adjacent to the wound. There were two small incisional hernias at the upper edge of the incision and an umbilical hernia located superior to the upper edge of these two hernias. The mesh was resected from the surrounding tissues completely. A piece of biological mesh was placed in the circumference of the hernia defect.¿ attorney alleged that the patient had abscess, adhesions, bowel obstruction, infection, pain, hernia recurrence, chronic open wound, drainage, chronic inflammation, scar tissue and emotional injuries.